Event description:
As reported in an article in the journal of the american college of cardiology: this patient with a history of diabetes mellitus was enrolled into the des-diabetes trial and was randomized to receive a cypher sirolimus-eluting stent. Six hours post procedure, the pt experienced an acute in-stent thrombosis. This was successfully treated with repeat intervention.

Manufacturer narrative:
Lee, sw, park, sw, kim, yh, et al. (2008). A randomized comparison of sirolimus-versus paclitaxel-eluting stent implantation in pts with diabetes mellitus (des-diabetes trial). Journal of the american college of cardiology, 2008;52:727-733. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated will not be returned. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events (acute, sub-acute, and late) following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Based on the available info, it is not possible to determine if a relationship exists between the cordis device, and the reported event or what clinical factors may have contributed.